Event description:
A report was received that the lead was fractured as confirmed by x-ray. The patient had no stimulation and several contacts had high impedances. The patient underwent a revision, during which, it was found out the lead was stressed and broken with shorter tail. The lead was explanted and replaced with a longer one. No device malfunction was suspected. The physician removed the lead intact and no contacts were left on the patient. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.